Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as bumps with open skin and pus. The patient's doctor prescribed an antibiotic and an antibiotic ointment. Additionally, the patient's doctor felt the skin irritation may be related to a medication the patient was taking. The patient's medical outcome is unknown. The patient continues to wear the lifevest.